Manufacturer narrative:
Additional information received indicates that the device is not available for return; therefore, no product investigation can be performed and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient with history of diabetes, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient came in with a small pericardial effusion. About 3 hours post-procedure, the patient became hypotensive and the effusion had gotten bigger. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 550ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No biosense webster, inc. Product malfunctions nor error messages were reported. Transseptal was performed with a brk 71cm. There was no evidence of steam pop during the ablation. Normal smart touch sf flow settings were used. The force visualization features that were used included graph, dashboard, vector, visitag. The parameters for stability used with the visitag module were 3 seconds, 3mm radius, 25% over 3 grams. No additional filter used with the visitag. Tag index was used prospectively as color option.